Event description:
While performing service to the ventilator, the manufacturer's service technician noted a diagnostic code during review of the diagnostic log indicating an autozero failure occurrence. An autozeroing failure may affect the accuracy of the system pressure measurement during use in normal ventilation mode. The customer did not report the occurrence to the manufacturer previous to service or at the time of its occurrence. There was no patient harm reported. The service technician was unable to duplicate the finding. Applicable testing was completed and tests passed per operating specifications.